Event description:
Our affiliate reports that a pt underwent an arthroscopic shoulder procedure in 2007. Six mos post-op, the pt presented with pain. Mrt (MRI) on two months later revealed that the spiralok anchor used in the original fixation had broken into 2 pieces, the distal end still captured in the bone and the proximal portion floating in the joint space. A revision surgery was performed on the following month. The loose fragment was removed from the body. The surgeon noted that the original repair had healed properly, however, he re-fixated with a mitek quick anchor as a safety measure. This revision was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode, and is also awaiting receipt of the complaint device. Upon completion of the investigation, the results will be the subject of the follow-up report.